Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissor (msc) instrument was defective. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors was observed to be defective, no further information is available since the instrument was returned to intuitive. The procedure was completed with no reported patient harm, adverse outcome, or injury.